Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. There was an allegation of burnt power connection and power plug. There was no report of serious or permanent harm or injury. The product associated with this complaint was returned and evaluated in the manufacturer product investigation laboratory. It was observed that the customer supplied power supply plug and the dc input to the CPAP was corroded. The humidifier, heater plate and heated tube were tested and found to be working properly. Unknown brown / black dust-like contamination near the air inlet and at the communication access door was observed. Water/liquid like ingress was found in the blower box and humidifier and it was verified to be contamination from external sources. Error codes were found. The customer complaint was confirmed. The device was scrapped.